Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Two introducers are broken at the grasping notch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if excessive force is used to insert the instrument with the introducer. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while on the introduction of the product, the introducer of the device broke and fell into the patient¿s cavity. In order to resolve the issue, the surgeon looked for the broken piece and retrieved it. No patient injury.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, while on the introduction of the product, the device broke and fell into the patient¿s cavity. In order to resolve the issue, the surgeon looked for the broken piece and retrieved it. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.